Manufacturer narrative:
Expiration unk as lot # is unk. Add'l procedures are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2009. CT taken three months after the procedure revealed proximal type I endoleak. On (B)(6) 2010, tevar was performed using another MFR's tag. At that time, ballooning at the proximal site of zenith main body was performed, but endoleak was not resolved. On (B)(6) 2010, zenith body extension and large stent of another MFR were placed, but it was not valid. No change in diameter of aneurysm was observed, but it was originally huge such as 93mm in the thickest part. Moreover endoleak was getting increased. On (B)(6) 2011, coil embolization using catheter was performed and tx2 proximal extension was also placed. Then endoleak was resolved. No endoleak was observed under CT even after it has passed about three months after the procedure. The pt condition is not reported except the point that endoleak was resolved.